Event description:
Initial event severity rating: event did not reach patient or did not cause harm. Event description: tip of the catheter was cracked md (doctor) noticed and requested a new one. Patient was not harmed. During procedure, access to groin made and sheath placed. Catheter was introduced through sheath in the groin. Doctor noted to have some had difficulty advancing the catheter. Doctor removed catheter and upon inspection noted it was cracked. Crack was not noted prior to being used on the patient. Catheter immediately removed from patient's groin and taken off procedural table. Rep of catheter made aware. Manufacturer response for view flex ice catheter, view flex ice catheter (per site reporter): unknown.